Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three piece lens, but the trailing haptic tore. There was no patient contact or injury. The reporter stated the cause of the torn haptic was possibly due to a loading error.

Manufacturer narrative:
Results - visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.